Event description:
Left siderail wouldn't latch.

Manufacturer narrative:
Technician replaced latch, pin, and spring. Works properly. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.